Manufacturer narrative:
No evaluation can be performed. Device is not being returned for evaluation.

Event description:
It has been reported to us that one of the yellow safety adaptors kept coming out of the temporary box connection. When this occurred, pacing would cease (the patient did have an underlying rhythm). There is no report of patient injury and the device is not being returned for our analysis.